Manufacturer narrative:
Manufacturer name: the manufacturer name was inadvertently documented as synthes (B)(4). The name has been updated to depuy synthes products llc. Upon subsequent follow-up with the reporter, additional information was received. The reporter clarified that three additional sagittal saw attachment devices were used in this same event. Therefore, this report is event 6 of 10 of the same event. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further determined that the bearings were rusted-in and did not move at all. It was further determined that the needle bearing was destroyed and the needles were scattered inside of the housing of the attachment device. It was observed that the needle cage was deformed into an oval shape by the eccentric shaft. It was further determined that the needle bearing housing was rusted in the adjuster fork and did not move. It was observed that the shaft coupling had a light rust film on the shaft and the eccentric shaft was rusted and worn. It was further determined that the device failed pretest for check of free movement, check the oscillation frequency min 9900 to 12100osc/min and100 check the saw performance. It was further determined that all of the steps of the pre-repair diagnostic could not be performed because the attachment was blocked. It was determined that the mechanics was dirty, oily and corroded. It was further determined that the mechanics seized, jammed and was moving heavy. It was observed that the bearing was not functioning and was defective. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 6 of 7 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that seven sagittal saw attachment devices stopped working less than one minute after starting. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.